Event description:
A user facility reported to olympus the 4k camera head did not display an image and the remote did not function. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the reported event by the customer that there was no image. The evaluation uncovered a e224 error on the screen, the rear cover label was faded and uncovered a faulty cable that caused the remote not to work. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, the definitive root cause of the defective cable unit could not be determined. Olympus will continue to monitor field performance for this device.